Event description:
This complaint is being reported as a malfunction due to the setting issue. Reportedly, the subject pump went into suspension mode 3 times without any patient intervention. There was no evidence of product misuse. The pump is being returned for investigation. The patient claimed all the buttons are working fine. She was able to get out of the suspend mode. There was no report of patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): a review of the suspend history showed three suspends on the reported event date. During testing, the pump was exercised for 24 hours without self-suspending. The keypad was tested and confirmed no issues with the button contacts.